Event description:
It was reported that during an unknown procedure clipping mechanism at the tip is broken - did not persist as patient was bleeding- opened another applier the surgery was delayed an unknown amount of time. Another clip applier opened, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient bleeding was related to device malfunction? Was there any issue other issue noted with the clip formation other than bleeding (malformed clips etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2025. Additional information was requested, and the following was obtained: 1. How much blood did the patient loose? Unknown ¿ from the description it is understood that the bleeding needed to be halted immediately but there was not significant blood loss 2. Were there any changes that needed to be made to the patient's post op care? No changes in post op care reported.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2025. Additional information was requested, and the following was obtained: 1. Did the patient bleeding was related to device malfunction? No. 2. Was there any issue other issue noted with the clip formation other than bleeding (malformed clips etc.)? Unknown. 3. How was the bleeding controlled? With another clip applier. 4. How much blood was lost (ml)? Unknown. 5. Did the patient require a transfusion? No.

Manufacturer narrative:
(B)(4). Date sent 9/11/2025. D4 batch #a97w6z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble nine (9) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97w6z number, and no non-conformances were identified.